Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the bur broke inside the patient nose. No intervention planned or performed. No broken pieces of the reported product remain inside the patient's body. There was no patient injury. The procedure was completed with back-up product and there was no surgical delay. On follow-up it was reported that the tip of the bur, that splintered from the rest of the device, but was removed. Fragments removed from the patient with a clamp. The broken parts did not contained in the handpiece or in the outer blade that prevented the fragments from contacting the patient.

Manufacturer narrative:
H3 : analysis of product 1882569hs of lot# 0222752774 found that visually, the inner shaft was broken 3.46 inches from the distal end of the inner hub when returned. The break point occurred where the spiral wrap and inner shaft connect. There was no damage to the distal diamond grit tip. Under magnification, there were striations on the proximal end of the inner shaft. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. H6 : codes updated. Previous applied fdm b17, fdr c20 and fdc d14 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.